Event description:
Customer reported that the device locks up when trying to do a 200j energy test.

Manufacturer narrative:
Physio-control supplied troubleshooting info for disassembly and repair of device to customer.